Event description:
Oncology pt was implanted with plate and screws, and a follow up x-ray showed one proximal screw in the plate was broken. Surgeon noted the plate was being used to impede the lateral side of the physis on the proximal tibia for a deformity correction. A tibial ewing sarcoma was removed at the time of implantation and the fibula was used as an autograft for the tibia, an allograft was used for the ends of the fibula shaft to remodel. Pt was showing signs of healing. Surgeon removed the hardware and revised to another plate and screws.

Manufacturer narrative:
Synthes is unable to provide the MFR, PMA/510k number, and or the date of MFR, without the part/lot number provided or the returned device. The investigation could not be completed, no conclusions could be drawn, as no part or lot number was provided, and the device was not returned.